Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown

Event description:
It was reported that unspecified amount of the bd ultra-fine¿ short pen needles 8mm x 31g were difficult to attach onto the pen. The following information was provided by the initial reporter: consumer reported caller finding quite a few in this box that have difficulties attaching onto the pen.

Event description:
It was reported that unspecified amount of the bd ultra-fine¿ short pen needles 8mm x 31g were difficult to attach onto the pen. The following information was provided by the initial reporter: consumer reported caller finding quite a few in this box that have difficulties attaching onto the pen.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.